Event description:
It has been reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube has been found experiencing five occurrences of underfill during use. The following has been provided by the initial reporter: it was reported that vacutainers were under-filling. Verbiage received via email, - "tubes were disposed off and patients were recollected using a new tube. Outpatient lab services reported (B)(6) 2019 that they had (5) 2.7ml sodium citrate tubes that did not fill properly. The vacuum did not allow for the tube to fill to the line on the tube. The item below (2.7ml sodium citrate blood tube) did not fill to appropriately. The tubes were disposed of and the patients re-stuck ."

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube has been found experiencing five occurrences of underfill during use. The following has been provided by the initial reporter: it was reported that vacutainers were under-filling. Verbiage received via email, "tubes were disposed off and patients were recollected using a new tube. Outpatient lab services reported (B)(6) 2019 that they had (5) 2.7 ml sodium citrate tubes that did not fill properly. The vacuum did not allow for the tube to fill to the line on the tube. The item below (2.7 ml sodium citrate blood tube) did not fill to appropriately. The tubes were disposed of and the patients re-stuck."